Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 5. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.